Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received from technical support indicating that the oversensing in both the right ventricular and right atrial leads were caused by myopotential signals.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-23209. During a remote follow up, episodes of noise resulting in oversensing were noted on both the right ventricular (rv) and right atrial (ra) leads. Moreover, the oversensing in the ra lead resulted in inappropriate automatic mode switching. It was suspected that the cause of the event was due to lead insulation damage from lead-to-lead abrasion. However, provocative testing was conducted in a separate in-clinic follow up but the noise episodes could not be reproduced. No diagnostic imaging was conducted to confirm the supposition. The event was resolved by reprogramming the device. The patient experienced no consequences.